Event description:
A medical center in (B)(6) reported to a distributor that three rt105 adult inspiratory heated breathing circuits failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint devices are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.